Manufacturer narrative:
The perfusionist reported a blood leak from the 3/8" connector within the pump header line of their custom perfusion pack. The perfusionist added tie bands to the inlet and outlet of the connector and continued the case without issue. No product was saved for return. Without the physical product available for evaluation, the cause of the reported problem cannot be determined. There was no available inventory for further evaluation. The perfusion pack print has been updated to include adding large secured ties to both sides of this connector. No further action is deemed necessary. There was no report of patient injury. The hospital filed a report with (B)(4). This medwatch is being filed as a result of this action.

Event description:
The perfusionist detected a blood leak from a connector during the procedure. The perfusionist added tie bands to the inlet and outlet of the connector and continued the case without issue. There was no report of patient injury.